Event description:
Patient with history augmentation bilateral breasts. The patient seeked medical attention complaint of flattening of left breast and hardening of right breast. She underwent removal of implants in 2006. The pre-op diagnosis was left implant rupture and right grade 4 capsular contracture. Intra-op per surgeon on right noted implant was a saline implant yellowish gold color, unclear whether actual color or the fluid overtime, capsular contraction identified.